Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter (model# m-5723-18 serial# (B)(4)) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cerebrovascular accident and thrombosis (requiring aspiration). Vt ablation was successfully completed. Post-procedure, a stroke was detected. A thrombus was removed via aspiration. Patient was transferred to the intensive care unit for monitoring. Patient required extended hospitalization as a result of this adverse event. Patient outcome is improved. Physician indicated that contributing factors include the patient¿s history of ventricular tachycardia, atrial fibrillation, and propensity to forming thrombi. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. It was noted that bwi products performed as expected.

Manufacturer narrative:
Additional information was received on september 9, 2017. The patient has left mild aftereffect of aphasia. The patient is now doing outpatient visits. Manufacturer's ref. No: (B)(4).